Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). A correction bolus was administered to address bg levels. During troubleshooting with tandem technical support, an air bubble was noted in the tubing. Customer primed tubing to remove air bubble. Recommendation was made to change infusion site.